Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of charged & plugged in device & wont power on was not confirmed. ¿ on 6-aug-24, pcu was received unboxed and with paperwork. ¿ verified pcu functions normally with no errors when tested along with asft check-in testing, no other issues noted. ¿ unable to verify or duplicate customer failure complaint. No faults found. ¿ internal inspection revealed no loose connections or physical or component damage. ¿ battery passed reconditioning. ¿ device to be returned to san diego repair center for processing. ¿ no faults found. No repair required by bd san diego repair center. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not power on when charged and plugged in . There was no patient involvement.